Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 600cc returned device. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Reason for device explant and/or reoperation: breast cyst. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year old hispanic female patient underwent primary breast augmentation with two 600cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via mammogram, with right breast implant rupture and small benign cysts in the left breast. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6), 2023. The patient's implants were replaced with the following: (right) 545cc mentor memorygel xtra breast implant catalog: smhx545 lot: 9525987 sn: (B)(6) and (left) 545cc mentor memorygel xtra breast implant catalog: smhx545 lot: 9875505 sn: (B)(6). This medwatch form is for the left breast prosthesis. Complication on the right breast/implant has been reported under mrn: 1645337-2023-09575.